Manufacturer narrative:
The device was not sequestered by the customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the reported failure was not identified.

Event description:
It was reported that the device shuts down when bumped or moved over thresholds.